Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a control module issue. A field service engineer replaced the control module for auxiliary drawer and reseated the row board cables for drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.